Manufacturer narrative:
Visual inspection of mapping catheter 990063-020 lot # 219018377 showed the damage at the connection between pebax tubing and shaft. In conclusion, the reported kink issue was confirmed through the product analysis. The mapping catheter failed the returned product inspection due to the damage at the connection of pebax and shaft. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during a cryo ablation procedure, the mapping catheter had a kink near the junction of the loop and the shaft. The mapping catheter was replaced to resolve the issue. The case was completed with cryo. No patient complications have been reported as a result of this event.